Event description:
The facility reported an infusion pump with a malfunction of constant alarm, which occurred within the recovery room. The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Event description:
Device issue: difficult to remove, bent-locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, difficulty was encountered removing the device. It was not specified how the device was removed. Manual compression was applied to achieve hemostasis. When the device was removed, the locator wings appeared bent. There were no adverse patient effects reported. No add'l info was provided.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "constant alarm". Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated. Recd 24 nov 2009

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced alarms while at home. The pt exchanged power sources and checked the connection without resolution. The pt then exchanged his system controller and the alarm stopped. Seven hours later, the pt suffered a stroke. The pt was not paralyzed; however, he experienced memory loss. The pt remains ongoing on the lvad.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4). The device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available a follow-up report will be filed upon completion of the evaluation.